Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that there was a "broken seal where the drill meets the hose" found during pre-testing. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.